Manufacturer narrative:
Conclusion and justification status: complaint review identified that insufficient information had been provided to investigate the reported incident. The complaint shall be closed with undetermined conclusion, it shall be entered onto the complaints database and monitored through tend analysis. Should additional information be received, then the complaint shall be investigated further. Addendum added: conclusion and justification status: following investigation by bioengineering, notification was received that: undeterminable. Insufficient information. The uhmwpe particulate debris produced by the articulating surface is believed to be the cause of osteolysis and thus aseptic loosening leading to the need for revision. X-rays have not been provided so it is not possible to determine the position of the implant components. The position has an effect on the wear and may have contributed to the high wear rate. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records identified to related manufacturing deviations or anomalies. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information or permission be received, then the complaint shall be investigated further.

Manufacturer narrative:
Conclusion and justification status: complaint review identified that insufficient information had been provided to investigate the reported incident. The complaint shall be closed with indetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further. Addendum added (B)(4) 2011. Conclusion and justification status: following investigation by bioengineering, notification was received that: undeterminable. Insufficient information. The (B)(4) particulate debris produced by the articulating surface is believed to be the cause of osteolysis and thus aseptic loosening leading to the need for revision. X-rays have not been provided so it is not possible to determine the position of the implant components. The position has an effect on the wear and may have contributed to the high wear rate. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information or permission be received, then the complaint shall be investigated further. Addendum added (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that: root cause: undeterminable. Insufficient information. Per the previous report - the (B)(4) particulate debris produced by the articulating surface is believed to be the cause of osteolysis and thus aseptic loosening leading to the need for revision. X-rays have not been provided so it is not possible to determine the position of the implant components. The position has an effect on the wear and may have contributed to the high wear rate. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Wear of an (B)(6) enduron liner in total hip replacement with osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.